Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284trk ICD, implanted: (B)(6) 2008; 4542 competitor lead, implanted (B)(6) 2009. (B)(4).